Event description:
It was reported that leak was observed from an unknown location of a patient control module (pcm) after connecting an unknown device to it. The reported condition occurred during infusion. There was no report of patient/user injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received for evaluation. Visual inspection and leak testing did not note any signs of abnormality or leak. The initial evaluation could not confirm the reported condition. A supplemental report will be submitted if additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.